Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification and heavy tortuosity. The 6x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was started; however, the stent did not deploy smoothly or completely due to the severe calcification. The thumbwheel was stiff. Therefore, the sess was removed by moving back and forth although there was no difficulty removing the device. There were no adverse patient effects and there was no clinically significant delay in the procedure. A non-abbott drug coated balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. Reportedly, an abbott connect flex 0.018¿ guide wire was used. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use IFU states: one 0.035¿ (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018¿ guide wire in conjunction with interaction with the heavily calcified and heavily tortuous anatomy resulted in the noted device damages (kinked jacket, multiple stent sheath chatter marks) thus preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device resulted in the noted strain relief separation contributing to the reported difficulties. Interaction during removal resulted in the noted bent/stretched stent struts. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. H6: medical device problem code 2017: failure to follow steps / instructions.

Event description:
Subsequent to the initially filed report it was reported that the stent was deployed outside the anatomy after it was removed. No additional information was provided.